Manufacturer narrative:
(B)(4).

Event description:
It was reported that"dexcom application crash" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No injury or medical intervention was reported.